Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the whole monofilament was returned loose and the posterior cuff and needle tip were still attached to the rail end. Based on the investigation findings, the link was pulled from the posterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during plunger withdrawal. When the plunger assembly is pulled back and the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link break can be influenced by many factors, including, but not limited to, manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). There was no product quality deficiency detected that would contribute to this event; therefore, the root cause for the link break from the cuff is could not be determined. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was pulled back no sutures were present. A second proglide was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient who was reported to be in the 50s. Estimated weight of the patient who was reported to be approximately 150 lbs. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.